Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and was diagnosed with lymphoma in (B)(6) 2017. At the time of this report, mentor has received no information regarding an expected explantation date. Very little information was provided for the complaint. It is unclear if the patient¿s devices are gel or saline. At this time, the devices are reported as saline. Multiple attempts were made to obtain clarification on the reported issue. However, no response has been received. If additional information is received in the future, a supplemental report will be provided. This report is for the right-sided prosthesis.